Manufacturer narrative:
(B)(4). This ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal replacement procedure, it was noted that the pacing impedance measurements were above 2,000 ohms when this implantable cardioverter defibrillator (ICD) was connected to the chronic right ventricular (rv) lead. The pacing impedance measurements taken on the pacing system analyzer (psa) and with the previous device were at 1,400 ohms. The connection was correct and no anomalies were noted on the rv lead under examination. The physician explanted this ICD and capped the chronic rv lead. A new ICD and rv lead were then implanted; however, it was noted that the pacing impedance measurements with the new system was again above 2,000 ohms. The connections were checked again and no anomalies noted. All other lead measurements were in normal range and no noise was observed on the electrogram. The physician decided to accept this value and the new system remains implanted and in service. The manufacturer, model and serial information for the new rv lead implanted with the new device is currently not known. No adverse patient effects were reported. The patient will continue to be monitored closely.